Manufacturer narrative:
Device evaluation: the marksman catheter was returned for evaluation with the flow diverter delivery system stuck within the distal segment. It was confirmed that the marksman body was separated into two segments. For further examination, the flow diverter delivery system was pushed out of the marksman lumen. The marksman body was found to be flattened and accordioned at sections near the distal tip. The marksman body was found to be separated approximately 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub; the mandrel was able to pass through with slight resistance and it became stuck at the damaged locations. Based on the analysis findings and event description, the report of marksman separation was confirmed. The broken ends of the marksman exhibited with stretching and necking which indicated that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the patients moderate vessel tortuosity may have contributed to the reported high resistance during delivery subsequently causing the flow diverter delivery system and catheter to become stuck and damaged. However, the cause for resistance could not be conclusively determined. Additionally, the damage observed on the marksman body (flattening/accordioning/separation) suggests that excessive force used (pushing and pulling). In this event, the user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite high resistance. Per our instructions for use (IFU), the user should discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00887, 2029214-2016-00974.

Manufacturer narrative:
The marksman catheter has been returned and device evaluation is expected. A follow-up MDR will be submitted once evaluation of the device is complete.

Event description:
Medtronic received report that a marksman broke during a procedure. The patient was undergoing flow diversion treatment for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The aneurysm had a max. Diameter of 27mm. The landing zone artery size was 3.5mm distal and 3.75mm proximal. Vessel tortuosity was moderate. The catheter was flushed and all devices were prepared as indicated in the IFU. It was reported that the marksman was advanced to the distal m2 middle cerebral artery (mca). The flow diverter was advanced through the marksman with a high amount of resistance in the distal section. The physician continued to advance the flow diverter. It was reported that there was suddenly no resistance and the flow diverter could no longer be advanced. The system was removed. Outside of the patient, it was observed that the marksman was broken in the distal section. The procedure was ended without any endovascular treatment. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.